Event description:
During preparation for a therapeutic ureteral stent placement procedure, the bladder pigtail loop of the stent detached. There was no reported patient injury or complication due to this malfunction. The procedure was successfully completed using another stent device.

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.